Event description:
It was reported that during the procedure, the subject coil was placed in the aneurysm and detachment was performed. The detachment system beeped thrice as expected to signal successful detachment of the subject coil. The coil delivery wire was removed and the subject coil was not detached and pulled into the micro catheter. The hub of the sl-10 was cut and the subject coil recovered with a snare. The patient was sufficiently embolized and no clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
The device history record (DHR) review confirms that the device met all material, assembly and performance specifications. During visual inspection, the delivery wire was not returned with the device. The main coil was returned detached. The distal tip was found to be intact. The main coil was stretched. The main coil was kinked/bent. There was evidence the coil was electrolytically detached. No other anomalies were noted. Functional testing was unable to be carried out as the coil was returned detached. Based on device analysis, the damage noted to the device would be indicative of the as reported defect. The main coil was seen to be kinked and stretched which may have caused detachment issues. The as reported and as analyzed events will be assigned procedural factors as these defects appear to be associated with a product that met stryker and design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural or anatomical factors during use.

Event description:
It was reported that during the procedure, the subject coil was placed in the aneurysm and detachment was performed. The detachment system beeped thrice as expected to signal successful detachment of the subject coil. The coil delivery wire was removed and the subject coil was not detached and pulled into the micro catheter. The hub of the sl-10 was cut and the subject coil recovered with a snare. The patient was sufficiently embolized and no clinical consequences were reported to the patient due to this event.